Event description:
No additional information provided.

Manufacturer narrative:
1.DHR/bhr review: (1) the batch number of the complained product is 2287460, is 20g and product code is 383894, produced on 2022/11, with a total of (B)(4) pieces in this batch; (2) inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3) check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2. The customer did not return any samples or photos, cannot confirm the specific defect status; 3. Take the retained sample of this batch for occlusion test and flow test , prn torque testing and appearance inspection, and no abnormality was found. Test report refer to attachment 1. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, due to the customer did not return any samples or photos, the specific status of the occlusion cannot be confirmed. Therefore, the root cause of the complaint cannot be confirmed. The factory will continue to monitor the trend of the defect complaint.

Event description:
It was reported that bd pegasus y 20ga x 1.16in ss prn adapter / connector defective / damaged \the following information was provided by the initial reporter; the nursing staff connected the high-pressure syringe to the positive pressure connector side of the indwelling needle (blue end) and then pushed the injection and found that the medicine could not be pushed, the nursing staff connected the syringe to the other connector of the indwelling needle (yellowish heparin cap end), and still could not be pushed when pushing the injection and the medicine flowed back to the blue positive pressure connector end, and could not be pushed when a little more pressure was applied, and found that the heparin cap broke at the white threads. As a result, the examination could not be performed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.